Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 454 mg/dl, 436 mg/dl, 485 mg/dl, 414 mg/dl, 351 mg/dl and 146 mg/dl. Customer was experienced symptoms like nausea and vomiting. The customer was treated with insulin pump and syringe. The customer also stated that they did allege insulin pump was under delivering. The insulin pump and reservoir will not be returned for analysis.